Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's vein was occluded. The right ventricular (rv) pacing lead was removed to accommodate the new rv d efibrillation lead. The new rv lead and chronic right atrial (ra) and left ventricular (lv) leads were connected to a new cardiac resynchronization therapy defibrillator (crt-d) where noise and low r-waves were observed on the right ventricular electrograms (egm). The new rv lead was removed from the crt-d and tested within normal limits via the analyzer. The lead was placed back in the crt-d header with the same oversensing noted. It was decided to utilize a second new device. The ra lead could not be removed from the device header as the setscrew would not release the lead. The ra lead was cut and capped and a new ra lead was placed. The new ra lead, new rv lead and chronic lv lead were connected to the second new device with no issues and remain in use. No further patient complications have been reported as a result of this event.